Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune-type symptoms') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("low back pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genito-pelvic pain/penetration disorder ("vaginal cramping even when not on her menses"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menorrhagia ("unusually heavy menstrual periods"), menstruation irregular ("irregular menses"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity symptoms"), genital haemorrhage ("abnormal bleeding"), migraine ("migraines ") and headache ("headaches"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, back pain, abdominal pain, menorrhagia, genito-pelvic pain/penetration disorder, hypersensitivity, genital haemorrhage, migraine and headache outcome was unknown and the pelvic pain, dyspareunia, menstruation irregular and fatigue had not resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff intends to have the device removed. She is scheduling a removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune-type symptoms') in a 29-year-old female patient who had essure (batch no. 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("low back pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal cramping even when not on her menses"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("unusually heavy menstrual periods"), menstruation irregular ("irregular menses"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity symptoms"), genital haemorrhage ("abnormal bleeding"), migraine ("migraines ") and headache ("headaches"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, back pain, abdominal pain, heavy menstrual bleeding, vulvovaginal pain, hypersensitivity, genital haemorrhage, migraine and headache outcome was unknown and the pelvic pain, dyspareunia, menstruation irregular and fatigue had not resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff intends to have the device removed. She is scheduling a removal surgery. Number of coils visible in the uterine cavity: right: 1; left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Reporter information, patient demographics, essure lot number and reporter causality was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune-type symptoms') in a 29-year-old female patient who had essure (batch no. 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("low back pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal cramping even when not on her menses"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("unusually heavy menstrual periods"), menstruation irregular ("irregular menses"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity symptoms"), genital haemorrhage ("abnormal bleeding"), migraine ("migraines ") and headache ("headaches"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, back pain, abdominal pain, heavy menstrual bleeding, vulvovaginal pain, hypersensitivity, genital haemorrhage, migraine and headache outcome was unknown and the pelvic pain, dyspareunia, menstruation irregular and fatigue had not resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff intends to have the device removed. She is scheduling a removal surgery. Number of coils visible in the uterine cavity: right: 1, left: 2 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral fallopian tubes occluded. Lot number: 624472 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune-type symptoms') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("low back pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genito-pelvic pain/penetration disorder ("vaginal cramping even when not on her menses"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menorrhagia ("unusually heavy menstrual periods"), menstruation irregular ("irregular menses"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity symptoms"), genital haemorrhage ("abnormal bleeding"), migraine ("migraines ") and headache ("headaches"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, back pain, abdominal pain, menorrhagia, genito-pelvic pain/penetration disorder, hypersensitivity, genital haemorrhage, migraine and headache outcome was unknown and the pelvic pain, dyspareunia, menstruation irregular and fatigue had not resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff intends to have the device removed. She is scheduling a removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added: migration, migraines, headaches, abnormal bleeding, hypersensitivity symptoms. Case category updated to serious incident as event migration marked as medically significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.